Event description:
Icy hot air activated heat patch caused blisters on my back which resulted in considerable pain and scarring. Dates of use: 2008. Diagnosis or reason for use: back pain. Event abated after use stopped or dose reduced? Yes.